Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred after the customer went swimming with the pump. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer had manual injections and lantus as alternate insulin therapy.

Manufacturer narrative:
The t:slim pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.